Manufacturer narrative:
The technician isolated the issue to debris built up on the siderail latch components and hinge. He cleaned the siderail latching components and hinge to repair the bed. The bed functioned to specifications after he had cleaned the latching components.

Event description:
Information received indicates the siderail would not latch.